Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the stomach during an open procedure, the device partially fired, and the staples did not deploy. The tissue was divided but not sealed, so the staple line was oversewed to complete the case.